Event description:
It was reported that this pacemaker and the two leads were explanted due to unknown reasons after two months of being implanted. This device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191, captures the reportable event of surgery. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Reviewed the memory log and found that while implanted the device recorded no suspicious faults or resets. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Unable to confirm the as reported observation with testing of the product return.

Manufacturer narrative:
(B)(4).

Event description:
This device was explanted due to unknown reasons after two months of being implanted. No additional adverse patient effects were reported.